Event description:
Patient reported Rupture. Later, healthcare professional reported "pain in the right breast, changes in shape, and density". This record is for an unknown side. Device was explanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026. A review of the Device History Record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: Rupture. Visual analysis of the photographs identified: Breast Pain: Unable to observe since it is not related to the device. Rupture: Observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.